Event description:
It was reported that review of an episode detected in the ventricular fibrillation (vf) zone was initially detected by the implantable cardioverter defibrillator (ICD) appropriately and treated with antiarrhythmic pacing therapy, and the rhythm converted to atrial fibrillation (af) with rapid ventricular response. The af with rapid ventricular response was subsequently treated with additional antiarrhythmic therapy and ultimately cardioversion which terminated the arrhythmia. Atrial undersensing was also observed on the right atrial (ra) lead during the treated vf episode, and it was stated that the device was programmed vvi at the time of the episode due to a compromised ra lead. The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.